Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 01/14/2025, intuitive surgical, inc. (Isi) received mw5163987 stating: prograsp cable broke during procedure. No injury caused. No pieces fell into patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. H10 field updated for related report mw5163987.